Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that he was treated by emergency medical services due to low blood glucose. The customer was wearing the insulin pump at the time of the event and was treated by paramedics with glucose paste and juice. The blood glucose reading at the time of the incident was 20 mg/dl. The customer declined to go to the emergency room and stated that the low blood glucose was due to over bolusing. The insulin pump was not replaced or returned for analysis.